Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the device exhibited under-sensing after being released. Upon fluoroscopy, the device was noted to have dislodged and migrated into the pulmonary artery. While retrieving the device, its helix was damaged. The device was explanted and a new one was implanted. The patient was stable.